Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: peritoneal catheter is ruptured. Preitoneal catheter is discoloured yellow. Particles in the pediatric prechamber. Deposits on the shuntassistant. Permeability test: the test showed that the progav 2.0 shunt system and the peritoneal catheter is permeable. Computer - controlled test: the computer-controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2,90 cmh2o. This is not within the specified tolerance of 6 cmh2o ± 3 cmh2o. An applied pressure of 6 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 6 cmh2o ± 3 cmh2o. According to our results, we can detect a presence of an accelerated outflow. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 19,09 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force and brake function test investigates whether the brake function of the adjustable valves is present and how much force must be exerted on the housing to release the rotor to adjust the valves using the integrated magnet of a specific measurement apparatus of braking force. The brake function of the progav 2.0 operated as expected, however the braking force was not within the specified tolerance. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Based on our investigation results, we have determined that there was a rupture of the peritoneal catheter. It might be a result of growth that the catheter has been torn off. Nevertheless, it is retrospective not possible for us to determine the exact cause of the rupture. Additionally, we have detected an overdrainage and an increased braking force in the progav 2.0 at the time of the investigation. Detected deposits could be named as the cause of the malfunction. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure performed in 2017. According to the complainant, the catheter was believed to be ruptured. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years. Height: 80 centimeters (cm). Weight: 18 kilograms (kg). Gender: female.